Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis consisted of a jetstream xc 2.1mm atherectomy catheter. The device was visually examined and it was noticed that there was shaft damage in the form of buckling/kinks located at 68cm from the tip. The infusion line had burst proximal the buckling/kinks, located approximately 70.cm to 72.5cm from the tip. Functional analysis was completed. Test results showed that device functioned as designed except for the leaking at the burst infusion line. The damage that was noticed is consistent with sheath interference during the procedure or by pushing, pulling and torqueing of the device in a tortuous anatomy or a heavily calcified lesion. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities.

Event description:
It was reported that the outer line of the device peeled. A 2.1mm jetstream xc catheter was selected for use for an atherectomy procedure in the right superficial femoral artery (sfa). The jetstream catheter was advanced contralaterally through a 7/65 cm non-bsc sheath over a 0.014 wire. During the procedure, the device did not rotate or aspirate. It was removed for visual inspection and the plastic casing on the shaft of the jetstream catheter was peeled back. The procedure was completed with a new 2.1mm jetstream, 0.035 wire, non-bsc filter, and a different non-bsc sheath. Post-dilation was performed. There were no patient complications reported and the patient's status post procedure was stable.